Event description:
It was reported that during the stent deployment inflation, only the distal portion of the stent was expanded. The guide wire was removed prior to angiographic review of the results, which showed that the proximal portion of the stent was not fully apposed. An attempt to intervene was unsuccessful. The stent was thought to have moved proximally on the delivery system during lesion access through the tortuous and calcified vessel. Reportedly, no pt injury was occurred.